Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not working for patient¿s symptoms. Patient reported misplacing the patient programmer (pp) manual and needed assistance using pp. Patient was sent the pp manual and a quick guide. Patient reported that patient tried to use pp, but the pp did not work when patient pressed the on button on the side of the pp. Patient reported seeing poor communication when attempting to connect. Patient had access to the pp. It was determined that the patient was using the incorrect button when attempting to communicate pp to ins. Patient stated patient was using the top button on the side of pp instead of the sync button on pp. Patient confirmed seeing the therapy screen and patient was set at 0.5. Pp was functioning as intended as patient was able to communicate after the use of pp was reviewed. Patient increased from 0.5 to 0.6 and stated patient could feel stim now and wanted to leave stim set there. The device not working for patient¿s symptoms was considered a sudden change in therapy symptoms and the patient reported that suddenly the device stopped doing anything. No further symptoms or complications reported.